Event description:
A surgical coordinator reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported he does not feel the iol caused or contributed to the event. He does question his calculations for this lens. In a follow up, the surgeon reported the event continues. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 03/16/2012 and 03/26/2012 by phone, fax, and mail. A completed questionnaire was received on 04/12/2012. (B)(4).